Manufacturer narrative:
Concomitant medical products: d224trk ICD, implanted: (B)(6) 2011.

Event description:
It was reported that the left ventricular (lv) lead pacing impedance was high, and the right ventricular (rv) defibrillation and superior vena cava (svc) impedances were high; an alert was triggered. The rv lead was reprogrammed and the svc alert disabled, then the patient presented again with an alert having triggered for high rv defibrillation impedance. The rv lead was capped and replaced, and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.